Event description:
The patient was admitted to the hospital experiencing dizziness. The device was attempted to be interrogated but was not able to be interrogated. A wand was placed and the device was not pacing. The device was explanted and replaced to resolve this event. The patient was stable.